Event description:
The paramedics reported via phone call that the customer experienced low blood glucose. The customer's blood glucose at the time of the arrival of the paramedics was 95 mg/dl. The customer's blood after treatment from the paramedics was 133 mg/dl. The paramedics on (B)(6) 2015 stated that the customer needed to make adjustments to the insulin pump. It was confirmed that the customer was disconnected from the insulin pump and was going to revert to a back-up plan. The customer was able to make contact with her healthcare provider. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.